Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 5 years and 8 months after initial implantation of left total knee arthroplasty in (B)(6) 2016, it was reported via legal notification that a patient experienced progressive/increased pain and swelling associated with aseptic loosening. The patient was surgically revised in (B)(6) 2022, additionally noting radiographs showed loosening about the femoral component. There was an abundant synovial inflammation present. Inspection of the components showed that there was evidence of wear debris on the medial femur polyethylene postero-medially. There was obvious loosing of the femoral component. The tibial component was securely fixed. The patella was in appropriate position. The knee was stable after revision. No complications during the surgical procedure. There are no radiographic images of the device provided. No additional information is available.

Manufacturer narrative:
(D10) concomitant devices: 4795962 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t, 3980638 200-02-41 - three peg patella 41mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.